Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported vent inop; data acquisition pcba adc reference failed. Vent inop is a high priority condition that precludes safe operation of the ventilator; a vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilator support. User must provide alternative ventilation and have the ventilator serviced. No patient involvement reported. Patient information requested.